Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,16-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion screen. A technical support specialist verified that the station was up and running normally. Then, the specialist confirmed with the customer that everything was working fine. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the machine was stuck on carefusion screen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.